Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. The customer was provided with information to reset the pump, and the reset was successful with no recurrence of the malfunction code, allowing continued use of the pump. Technical support advised the customer to report any future malfunctions.